Event description:
It was reported that a patient had a low battery. It was stated that the battery didn¿t last very long and was not working at the time of the report. The patient had no stimulation sensation and a loss of therapeutic effect. A patient symptom was an increased baseline pain. It was mentioned that epidurals did not help with pain management. It was noted that the patient had 6 hip operations. In one operation, the doctor ¿tilted the cup too much and created a lot of problems.¿ it was also mentioned the patient¿s therapy was not working as expected and that their implantable neurostimulator (ins) was no longer working. The patient wanted to meet with a manufacturing representative for a device check/ reprogramming. The manufacturing representative provided options for replacement implanters. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n335978, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).